Event description:
After injection of deflux, on the same day, the pt's urine volume was noted to have decrease and serum creatinine was increased. Serum creatinine further increased the next day and two double pig catheters were inserted into the ureters, one on each side. This led to prolongation of hospitalization by 3 days. This event is nt considered device related but injection procedure related. The catheters were removed in april 19, 2004 and no abnormal findings were observed on ultrasound. The pt fully recovered.